Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model dl900f filter experienced a detachment of device and difficulty to remove. The patient received a CT scan that located a filter strut in proximal vena cava close to the diaphragm. An attempt was made to remove the detached piece but was unsuccessful. This event was reported from a single source. This event involved a patient with no reported injury. The patient was a female at 50 years of age, patient weight was not provided.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; however, medical records were provided and reviewed. Based on the provided medical records, the investigation is inconclusive for limb detachment as there is no evidence that the foreign body is from the filter. However, the investigation can be confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for detachment of device and difficulty to remove as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model dl900f filter experienced a detachment of device and difficulty to remove. The patient received a CT scan that located a filter strut in proximal vena cava close to the diaphragm. An attempt was made to remove the detached piece but was unsuccessful. This event was reported from a single source. This event involved a patient with no reported injury. The patient was a female at (B)(6) years of age, patient weight was not provided.